Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump keypad was unresponsive. Customer blood glucose reading was 89 mg/dl. Customer also reported battery out limit and button error alarms. Customer stated the time advanced. Troubleshooting was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm noted.